Manufacturer narrative:
(B)(4). Batch # u93c84. The analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 14 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was device stuck on tissue when it would not open? If yes, was there any damage to the tissue? What was done to repair any damage to the tissue? How was the device removed from the tissue/vessel it was on?

Event description:
It was reported that during an unknown procedure, the first fire was blank and then the device wouldn't open up. Another device was used to complete the case. There were no patient consequences reported.